Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection. The right ventricular lead was explanted, and later replaced with a competitor product. The patient was fine.